Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient fell, which caused a lead migration. The patient lost right arm pain relief. It was noted that the patient fell again and broke their right arm. The rep confirmed that the falls were unrelated to the device. The rep stated that a lead replacement and revision was done on (B)(6) 2018, and they were able to achieve stimulation where the patient needed it. The issue was resolved at the time of the report. No further complications were reported or anticipated.